Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a lesion in the lcx with 90% stenosis but the stent could not cross. The device was removed and deformation was noted. Another stent was used to treat the patient. Patient is good. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 11th and 12th proximal segments were raised and deformed. The 1st distal segment was slightly flared. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis. Inherent risk of procedure ¿ (failure to deliver and deformation). (B)(4).